Manufacturer narrative:
Based on the claim against the product by the customer noting non recoverable fault 319, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that prior to the start, post anesthesia of a da vinci-assisted abdominoperineal resection surgical procedure, the system had non recoverable fault 319. Intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to hard power cycle, still the issue persisted. The tse suggested to disable the universal surgical manipulator (usm) 2 and the system booted up normally with three usms. The procedure was completed robotically with no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the system had repeated non-recoverable fault 319. The reported issue occurred prior to start, post anesthesia. It is unknown if ports were placed or not. The system functionality was checked upon powering on the system and the system initially powered on without errors. The system booted up normally initially and the error occurred after some time. The customer completed the procedure with three usms. The usm 2 was disabled due to this issue and the system booted up normally with three usms.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) 2 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. The usm 2 was tested on an in-house system and failed in normal mode as error 319 was triggered. The usm 2 was also tested on a psc fixture test platform (pftp) and failed the fiber test on the clock spring. The clock spring fiber was swapped with new and the error went away. The original clock spring fiber was reconnected, and the error returned. The clock spring assembly will be replaced as a fix.